Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was 52.8 mmol/ at time of incident. Customer treated with insulin drip. Customer had symptoms as vomiting. Customer was unconscious. Customer had using insulin pump system within 48 hours of reported high blood glucose event auto mode was inactive. Customer alleging possible insulin pump under delivery because blood glucose was high. The insulin pump will be returned for analysis.